Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, a loss of capture on the left ventricular (lv) lead was noted. Diagnostic imaging confirmed that the lv lead had become dislodged. The lead was capped but not replaced due to patient anatomy. The patient was stable with no adverse consequences.